Manufacturer narrative:
The following functional tests were performed: the remote service engineer (rse) spoke to the customer and determined there was a network issue between the hybrid solution between philips and the hospital. Physio2 was down, and all of the overviews and surveillances were power cycling. There was a total of 3 switches shown in the primary which were down. All of the pic ix equipment was reachable via the hospital network. The biomedical engineer (biomed) was requesting onsite support due to the severity of the problem. A field service engineer (fse) spoke to the biomed before being dispatched onsite. The server had disconnected from multiple central stations with reboots, which froze up the computers. The biomed got the system back online except for physio2 and nicu overview 3. The fse remoted in and reviewed the system configuration. Physio2 was not an active server, but a standby that was not connected to the system. The fse viewed the log files and saw multiple system crashes indicating a possible time sync issue. The logs indicated that the time sync was not synchronized with the network time protocol (ntp) server and attempts to correct the time drift caused crashes. The fse gathered the log files in order to perform a root cause analysis. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. No root cause was found after reviewing the logs, and the issue has not resurfaced. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that on (B)(6) 2025, from 10pm - 4am, there was a hospital wide outage affecting all aspects of monitoring to include patient central monitoring and emr data transfer. The device was in use on a patient at the time of the event. There was no adverse event reported.